Manufacturer narrative:
The model and lot number for this device was not provided, therefore, the 510(k) and UDI number are not available. Device was disposed. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Per the instruction for use, "inaccurate cardiac output measurements may be caused by incorrect placement or position of the catheter excessive variations in pulmonary artery blood temperature. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use in the operating room, swan ganz catheter had lower than expected cardiac output values. A manually calculated fick cardiac output was performed using updated lab values, which confirmed the discrepancy. A sales representative confirmed via call that all system connections were correct, that the patient's body temperature was normal, and that there were no known anatomical or valvular abnormalities that would invalidate the readings. A second sales representative completed a site visit and tested the alta monitor that the malfunctioned catheter was connected to. Representative was able to successfully utilize the monitor on a patient without any issues. No allegations of patient injuries.